Event description:
During a coronary angiography procedure, the bag of the filterwire ez perforated. Per the physician's procedure notes "we elected to proceed with intravasular ultrasound. I was able to cross the lesion quite easily with a forte wire; however, I was unable to negotiate past the major diagonal in the mid lad. I, therefore, placed a forte wire in this diagonal vessel and utilized a short 0.014 inch pt2 graphix moderate support wire. I was able to negotiate this wire with minimal difficulty into the distal lad. The pt had received angiomax for anticoagulant therapy. He received intracoronary nitroglycerin. A cymed 2.5 atlantis intravascular ultrasound catheter was then advanced into the lad past the diagonal vessel in question. Intravascular recordings were obtained. This intravascular catheter was withdrawn without any difficulty. Of note, passage of catheter did result in complete occlusion of the lad and anterior st segment elevation. When I was withdrawing the catheter, I noted that there is an abnormality in the end of the catheter. The end of the catheter had been withdrawn into the sheath surrounding the catheter. A 3.5x20mm quantum angioplasty catheter was then advanced in a monorail fashion into the lad. On visualizing the catheter in the lad, I now noticed an additional marker and unfortunately this visualization confirmed that the tip of the catheter had indeed somehow been sheared off on withdrawal. As the pt was still showing some electrocardiographic changes, I went ahead and performed angioplasty on the proximal lad to make the lumen more patent. Attempt to remove the tip of the ultrasound catheter. My first attempt involved the placement of an amplatzer snare. I was unable to pass the snare down to the level of the tip. My second attempt involved the use of a filterwire ez. This wire was placed adjacent to the previously placed wire, and I was actually able to entrap the distal tip of the ultrasound catheter within the basket of the filterwire, but unfortunately on attempting to withdraw the tip, the basket was perforated. These attempts in point of fact moved the tip in somewhat of a distal fashion into the lad. It was after these attempts that it was felt that the only course left to proceed was to try to perform stenting to exclude this remnant tip from the circulation. I was able to pass a wire around this remnant tip and I was able to exclude the proximal portion utilizing a 2.5 x 20mm taxus in the apical region of the lad. The distal portion of the sheared tip was still within the lumen of the vessel and furthermore, the initial wire had fractured and a tip of the wire was dislodged somewhat distal to the retained remnant of the ultrasound catheter. My intent at this time was to pass another stent through the initially placed stent in order to try to exclude or partially exclude both of these remnant items from the lumen of the vessel. I was not able to pass further stents distally. I performed high pressure balloon inflations in the proximal lad specifically at the site of the adjacent diagonal vessel. I tried using stiffer wire and tried using wire which afforded less bias. Eventually, after performing stenting of the proximal vessel utilizing a 2.5x24 quantum proximally and 2.4 x 16 quantum with some degree of overlap with this stent and post dilating with a 3.5 quantum to high pressures, I was able to pass a 2.25 x 24mm express stent. I passed this stent through the distal stent and placed the distal end of the stent beyond the distal marker of the ultrasound catheter and also over a portion of the fractured piece of wire in the distal lad. The stent was deployed at approximately 10 bars. A 2.5mm quantum was then used to perform post stent dilatations in the previously placed taxus stent in the distal lad. I did not post dilate the 2.25 stent as this portion of the vessel was quite small. It appeared as though all of these manipulations had now resulted in dissection of the mid lad. A further 2.5x24mm taxus stent was placed with some overlap with the previously placed stents. The stent was reported about 9 bars. A new 3.5x15 quantum was taken in and inflation was performed to about 10 bars in the distal aspect of the stent and to approximately 14 bars at the overlap point between these stents. The pt received intracoronary nitroglycerin. The current status of the vessel was normal flow with the vessel being widely patent. The proximal stented segment appeared to have some residual narrowing of 20% however, given the presence of calcium, I was somewhat reluctant to perform high pressure inflations in this region. The mid portion of the stent, just prior to and just beyond the diagonal vessel appeared to be widely patent. The distal apical stent which had used in an attempt to exclude the broken tip of the ultrasound catheter appeared to be widely patent, although there was some residual stenosis in the very distal aspect of this vessel. Time 3 flow was seen in all vessels. The diagonal vessel appeared to have some lucency and some moderate irregularities in its proximal course, but also had normal flow and I felt that it was best to terminate the procedure given the significant amount of time spent, the amount of contrast used, and the amount of blood loss that I could visualize through numerous wire exchanges." A cardiovascular surgical consultation was obtained and surgery was determined not to be warranted in this particular case. The pt received 300mg additionally of plavix. The pt was returned to the cath lab the next day for another look at the vessel. An angiogram confirmed poor stent apposition in the proximal lad, so the physician performed angioplasty with a 3.5 maverick balloon catheter to about 12 atms and then inflated a 3.5 x 8mm quantum maverick balloon catheter to 20 atms. The stented segments appeared widely patent. In 2005, the pt presented to another hosp via ems seconday to cardiac arrest. Despite resuscitative efforts, he died.

Manufacturer narrative:
The device was not returned to the manufacturer. The root cause of the event could not be determined. It should be noted that the directions for use indicate this device is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris). This device was being used as a retrieval device.